Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the lead will be revised.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the lead will be revised.